Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, moderately tortuous, 90% stenosed distal right coronary artery. A 2.5x15mm xience sierra stent delivery system (sds) failed to cross due to the anatomy. The device was removed but experienced resistance with the anatomy. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.